Event description:
Ous MDR - after an implantation time of about 31 months, oversensing was reported. There are no adverse pt effects reported. The ICD and lead were explanted. Lexos dr, (B) (4), MDR 1028232-2009-00697. Linox sd 65/16, (B) (4), MDR 1028232-2009-00698.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, fraying of the outer insulation, 20 cm distal of the connector pin, as well as fraying of the insulation of the rope conductor to the rv shock coil, at just that site was seen. This damage manifestation is, with high probability, to be regarded the cause of the clinical complaint. The fraying of the insulation requires an excessive mechanical load of the lead. The position and characteristics of the fraying led to the assumption of friction between the analyzed ventricular lead and the atrial lead in the implanted state. The used atrial lead was not returned for analysis. X-ray or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. All other damage at the lead is probably a result of the explantation precess. The analysis did not find any manufacturing error or material defect at either the lead or the ICD.